Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed for no disposable alarm. There was no patient involvement in this event. No adverse effects were reported.